Event description:
Medical surveillance at lifescan received a maude event report. The unk pt reported an inaccuracy to roche diagnostics in 2009, who then reported the alleged event to FDA since the pt claimed the product was lifescan meters, not roche products. Because the pt's name and address were not provided and no longer available to roche, medical surveillance cannot contact the pt. Event description: we are notifying you that in 2009, a customer called roche diagnostics and indicated that she had been in the hospital for brain surgery (specific dates not provided). The caller stated that, while hospitalized, she received too much insulin, "momentarily expired", and was revived. The caller indicated that all treatment involving this event was based upon readings with the hospital's blood glucose monitors, determined to be lifescan products. No add'l info was provided regarding this incident. The lifescan blood glucose monitors mentioned in the event are not mfg or imported by our firm." Although medical surveillance is unable to verify whether a hospital surestep flex meter was used to test the pt or to determine if the complaint was already reported to lifescan by a hospital or the pt, the complaint is reported. The pt alleged hypoglycemia after receiving a dose of insulin based upon allegedly inaccurate lifescan hospital meter results.